Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 229 mg/dl. Customer stated that the direction button and center button was not unresponsive. The customer was advised to remove battery from insulin pump and replace with a recommended new, fully charged aa battery. Customer stated that the buttons were not responding. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. All buttons are operating properly and the pump passed the displacement test. The insulin pump was received with cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay. (B)(4).